Event description:
Hello, I am writing to express significant concerns regarding the compliance and marketing practices of pearl, particularly related to their dental diagnostic tools. Our expectations were that pearl's FDA cleared medical device ((B)(6)) would adhere to the highest standards of regulatory compliance, especially given the critical nature of dental health diagnostics. However, it appears there are crucial areas where pearl's offerings may not align with regulatory guidelines and do not align with their provided user manual. Firstly, it has come to our attention that pearl's diagnostic tools are not FDA cleared for indicating bone levels in dental imaging. This feature is vital for comprehensive dental assessments, and the lack of FDA clearance raises questions about the reliability and legality of using these tools for such purposes. As seen in the user manual and screenshots. Secondly, we are concerned about the efficacy and regulatory status of pearl's tools in detecting caries on pediatric teeth. Pediatric dental care is highly specialized, and any diagnostic tool used in this context must be precise, reliable, and, importantly, cleared by appropriate regulatory bodies. It is clear that pearl's device does not meet these essential criteria. I have personally seen an unreasonable amount of false positives and false negatives, and this has direct implications for my use of the tool and risks to my diagnostic ability by using this tool. Furthermore, there is a significant issue with how pearl's products handle caries segmentation. Our understanding is that pearl's tools are only cleared for providing bounding boxes around caries, not for detailed caries segmentation or determining depth of caries penetration. They are also not showing findings in a "second read" manner, and it is clear they are not FDA cleared as a concurrent read device. This limitation is not clearly communicated in pearl's marketing materials, including the user manual, which can and has lead users such as myself to believe the tools offer more comprehensive diagnostics than they are legally cleared to provide. The margins they depict of caries on their images are misleading and highly error prone, reducing my ability to effectively work and limiting the true aid provided by the device. Lastly, the overarching concern is that pearl's marketing and sales practices might not fully align with medical device regulations. Marketing a product with capabilities that go beyond its regulatory clearance is not only misleading but also poses a risk to patient safety and undermines the trust healthcare professionals place in diagnostic tools. I personally have experienced being potentially mislead by this device, and I worry that less competent dentists than myself would be. Given these concerns, I urge the FDA to address these issues with pearl and encourage them to address these issues promptly. I recommend a thorough review of pearl's product claims, marketing strategies, and compliance with FDA regulations. It is crucial for pearl to ensure that all aspects of its offerings are transparent, accurate, and fully compliant with medical device regulations to maintain trust and safety in dental diagnostics. I have attached evidence in the form of screenshots to this complaint, please see attached. These screenshots show that pearl is giving users a product different from what is in their user manual and also different from what is in their FDA clearance. I look forward to your response and hope to understand more of the steps pearl will take to address these concerns as it is of significant concern to my patients and practice as well as all users of this device. Sincerely, dr. (B)(6), (B)(6) owner, (B)(6).